Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at 8 atm. The balloon was simply pulled out from the patient's body and removed without problem. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.